Event description:
Robotic instrument large suturecut needle driver utilized in a robotic case. No failure form located, unknown case, unknown patient. Instrument tagged for malfunction, "jaws don't close while in use. Please repair." 13 lives remaining on instrument. Instrument to be sent back to manufacturer.